Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). There are no units in our stock in b. Braun surgical's warehouse. We have received 9 closed samples and an open sample with needle attached to the thread and the thread is not wound on the pack. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 0.053 kgf in average and 0.044 kgf in minimum (ep requirements: 0.035 kgf in average and 0.006 kgf in minimum). We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 0.049 kgf in average and 0.033 kgf in minimum (ep requirements: 0.021 kgf in average and 0.015 kgf in minimum). Linear straight pull tensile strength result conducted on the closed samples analysed is 0.057 kgf in average and fulfils usp requirement: 0.043 kgf in average. Clamp test performance of needles tested of the closed samples received and also during production, were conform on all tested needles. As stated in the instruction for use of the product: 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle is detached more easily, the suture is breaking very easily without any force and needle was broken. The issue occurred before the products were used on the patients. Additional information has not been provided.